Event description:
During a balloon angioplasty of the left leg, at the time the balloon was deflated to be withdrawn, the tip of the balloon catheter broke off. All broke parts were able to be retrieved with the exception of the small metallic markter tip.